Event description:
The pump was returned for investigation. Investigation revealed that the pcb component was found to be rotated and misaligned. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed loss of prime associated with cartridge reloads. Performed pump rewind, load, and prime with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. Force sensor calibration was within specifications. The pump was opened and the pc board and discovered the pcb component was rotated and misaligned. (B)(6).